Event description:
It was reported in a scientific article that the pt experienced a greater than 25 percent increase in seizures after three months of vns therapy. It is known that the device was not explanted during the study period. No further info was provided. Attempts for further info have been unsuccessful to date.